Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to diode, designator cr30. Legs 5 and 9 of cr30 were electrically shorted which resulted in the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy pcb assembly. The therapy pcb assembly was replaced which resolved the reported issue and other, unrelated, repairs were completed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device fails the self test and the incorrect defibrillation energy is delivered.  Upon evaluation of the customer's device, physio-control observed that the device was not able to charge for defibrillation intermittently and when the device would charge for defibrillation, it was delivering a monophasic waveform and logging an event code in the device's memory. As a result, the device would not deliver energy or the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.